Event description:
According to the reporter: a small part of the port fell into the patient's abdomen and had to be fished out. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).